Event description:
It was reported that during a stent procedure, after the second inflation, it was not possible to bring the stent delivery system (sds) through the stent and back into the guiding catheter, there was a little bubble with contrast. The physician tried to inflate and deflate the sds again, but the bubble with contrast was still there. The first inflation was at 8 atm and the second inflation was at 10 atm, and after the problem, the physician inflated the sds to 14 atm, but the bubble was still there. After 20 minutes, it was possible to bring the sds back through the guiding catheter. There was no pt injury reported.